Event description:
Per independent repair center the customer alleged alarming/red light and the key failure is the sieve is saturated. As stated on the independent repair statement: per independent repair center the customer alleged low o2 or yellow light and the key failure is the sieve is saturated.